Manufacturer narrative:
The lot number has been provided and the device history records are being received. The investigation is currently underway.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment two filter legs remained inside the deployment sheath as the filter was partially deployed. Additional manipulation was used to complete the deployment; however, the filter tilted as a filter arm penetrated through the ivc wall. The filter was successfully captured and retrieved post five days filter deployment. There is no reported pt injury.